Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma.

Event description:
Healthcare professional initially reported no complaint against the device against left side device. Later, it was reported "a rupture of an existing prosthesis inserted in the left breast was observed", ¿the oral axis of the left breast film was found, and some of the very thickened membranes were biopsy-confirmed as there was a possibility of siliconoma, and the results were as follows (pseudocyst and xanthogranulomatous inflammation with fibrosis and foreign body type giant cell reaction." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening on anterior side assessed as a surgical impact opening (shell thickness was within specification). Cyst: unable to confirm as it is a medical event not related to the device. Granuloma: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional initially reported no complaint against the device against left side device. Later, it was reported "a rupture of an existing prosthesis inserted in the left breast was observed", ¿the oral axis of the left breast film was found, and some of the very thickened membranes were biopsy-confirmed as there was a possibility of siliconoma, and the results were as follows (pseudocyst and xanthogranulomatous inflammation with fibrosis and foreign body type giant cell reaction." The device has been explanted and replaced.